Manufacturer narrative:
A correction was made to the manufacturing and expiration dates that were originally reported.

Manufacturer narrative:
Suspect medical device: common name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Product code: gca. Initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the customer's report for balloon burst. The device was returned with the balloon material ruptured. While further examining the device under magnification it was determined that a portion of the balloon material was missing. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to balloon material ruptures. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved, prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The report states the balloon was pre-inflated prior to use and did not inflate properly. A hole in the balloon can be contributed to coming in contact with a sharp object. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
While preparing for an endoscopic procedure, the user opened a cook fusion quattro extraction balloon. The user inflated the balloon with the syringe from the package before use while finding out that the balloon burst. There was no use on the patient. The user then changed to another one of the same devices to complete the procedure. There was no reportable information at this time. New information received on 14-jan-2020 during the device evaluation states that the balloon ruptured and under magnification it was noted that portions of the balloon material is missing [subject of report]. This occurred prior to patient contact; there was no impact to the patient.